Manufacturer narrative:
The footboard was seated with a mattress tag in between the connector, pushing up one of the footboard pins and interfering with a proper connection.

Event description:
It was reported by service report that the controls and functions at footboard were inoperative. It is unk if there was pt involvement, however no adverse consequences are reported.